Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. On same day as onset, the patient was hospitalized for the event. On the same day, the patient began treatment with intraperitoneal (ip) injection of reflin (1 gram, once a day) and ip injection of fortum (1 gram, once a day) as a treatment for the event. On an unreported date (after culture test result), antibiotic treatment with reflin and fortum was stopped. On an unreported date, the patient began treatment with ip amikacin (150 milligrams, once a day, duration not reported) as a treatment for the event. At the time of this report, the patient remained hospitalized and was recovering from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.